Event description:
It was reported that a 980 ventilator failed the power on self test (post), the status display was not working, and the graphical user interface (gui) timed out. Although requested, no additional information has been provided regarding the reported issue.

Manufacturer narrative:
The service engineer (se) checked the ventilator and found the cable of the status display printed circuit board was dismantled. The se reconnected the cable and performed calibrations and extended self-testing on the device and all tests passed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event